Event description:
It was reported that the battery gauge was intermittently fluctuating resulting in the pump shutting down. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event. Reportedly the customer declined troubleshooting with tandem technical support.